Event description:
It was reported during routine device change-out due to normal eri, varying capture thresholds, pacing impedance, and sensing were observed on the right ventricular lead. Fluoroscopy revealed no anomalies. The lead was capped and replaced. Patient was fine after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.